Event description:
It was reported that noise was observed on the ventricular lead due to a fracture. The noise was oversensed and classified as vf by the device. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.